Event description:
Cannulated drill bit broke off while physician attempting to drill screwhold. Approxiamtely 3 cm left imbedded in left hip. Guide pin shows approximately 15 degree bow 3.5 cm from tip of drill bit. Guide pin apparently bent by force upon insertion. When cannulated drill bit was forced over bowed portion of guide pin, drill bit broke due to shear stresses. X-rays show tip of drill bit imbedded in hip at 15 degree angle in relation to other screws already implanted.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.